Manufacturer narrative:
The field service engineer replaced the sample probe and flushed the ise flow path. The customer ran calibration and qc which were acceptable. The calibration and qc data were requested but not provided. The alarm trace contained multiple abnormal aspiration (sample probe) errors. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ise indirect for gen.2 results for multiple patients with the cobas 8000 cobas ise module. The reporter noticed the ise moving averages were high and decided to repeat qc. The qc was then out of range. The reporter found a clot on the probe and tubing that may have not been installed properly. He adjusted and cleaned the tubing and probe, calibrated, and could not get qc back in range. He then repeated patient samples on an alternate line. The reporter provided the following example of questionable results for one patient sample: the initial sodium result was 148.5 mmol/l. This result was reported outside of the laboratory. The repeated sodium result was 141.2 mmol/l. This result was deemed correct and a corrected report was sent. The sodium electrode lot number and expiration date were requested but not provided.